Event description:
The hcp reported the pt had a new pump implanted in 2002 with the baclofen dose being titrated. The following month the pt began to complain of increased spasticity. A pumpogram revealed the catheter was disconnected from the pump. A catheter revision was done the following month and the baclofen was again titrated. The pt had no improvement in spasticity. In 2003, fluoroscopy was done that showed the catheter dislodged from the intrathecal space. 2 months later, the device system was revised. The pt expressed improvement in spasticity immediately after the surgery and is reported to have recovered without sequela.